Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) lead exhibited high, out of range impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.